Event description:
The account alleged that the intellidrive ran in reverse when the handles were pushed to move forward. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.